Manufacturer narrative:
Damage to the gantry drive chain was detected during routine maintenance of the system. Investigation shows that the damage was caused by consumption, wear or deterioration of the chain under normal usage conditions. The chain was used for over 10 years however there has been no material defect or manufacturing defect. The affected chain link is damaged but remains stable and the entire chain is in good working condition. There is no risk of uncontrolled gantry movement. Therefore, the event as it occurred is not safety related and is considered to be a service-related case. Device problem was a service issue.

Manufacturer narrative:
The investigation is on-going and supplemental report will be submitted upon completion.

Event description:
It was reported on (B)(6) 2017 that one link on one side of the gantry drive chain was found to be broken in the area of the limit switch actuator. There is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).